Manufacturer narrative:
The complainant was unable to report the suspected lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2022. During the procedure, the clip would not deploy from the catheter despite manipulating the device by opening and closing the handle. The clip eventually deployed off of the catheter but did not anchor onto tissue. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the suspected lot number; therefore, the manufacture date and expiration date are unknown. Block h2: additional information: d7a (sud reprocessed and reused) and h8 (usage of device) have been updated based on the additional information received on august 17, 2022. Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from catheter. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy with polypectomy procedure performed on july 14, 2022. During the procedure, the clip would not deploy from the catheter despite manipulating the device by opening and closing the handle. The clip eventually deployed off of the catheter but did not anchor onto tissue. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.